Event description:
Customer reported that on (B) (6) 2010 she received erratic readings on her freestyle freedom lite blood glucose meter. Customer reported receiving readings of 406 mg/dl, 89 mg/dl and 138 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device has been returned and an investigation has determined the complaint is not confirmed. Prior to the initiation of the investigation, the returned battery was replaced with a new battery. Additionally, the investigation utilized the returned meter ((B) (4)), returned test strips (lot no: 0921134) and retained control solutions (lot no: 9f1p11 - low range testing), (lot no: 9f2j40 - mid range testing), (lot no: 9f3p11 - high range testing). All results were within range specification and no errors were observed during control solution testing. Lastly, a review of the meter's internal memory log revealed the presence of the reported readings, but they were actually received on (B) (6) 2010 at 1:05 am (406 mg/dl), 1:06 am (89 mg/dl) and 1:07 am (138 mg/dl).